Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "while drilling the inferior/posterior hole, for preparation of a pegged glenoid implant during a reunion tsa procedure, the tip of the peg/keel drill (5901-0028) got bound into the drill hole of the pegged drill guide (5901-1026l) which in turn resulted in the tip of the peg/keel drill (5901-0028) to break off. The second peg/keel drill (5901-0028) that is provided in the instrument set was used without difficulties."

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the device is broken at the level of the drilled part. A microscope analysis shows plastic deformation on the outskirts of the broken surface. Typically, fractures due to normal wear of the device start with plastic deformations on the surface of the drill, which generate cracks that propagate in the material before breaking completely. This case is an example of such a fracture. As a conclusion, normal wear of the device can be considered to be the root cause of the event reported. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.